Event description:
Customer states this system failure (error 55-- excessive current in the dc bus for 480 vac) was found while doing an inservice. No patient involvement. This facility does not have back up capabilities. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.